Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient's trial. It was reported the patient received 3-4 days of good pain relief during the trial, then on (B)(6) 2017 the patient reported a loss of pain relief. The trial leads were pulled as scheduled on (B)(6) 2017 and the event resolved without sequelae. During the scheduled lead pull visit, the trial leads were noted to have migrated. A device diagnosis of lead migration/dislodgment and a clinical diagnosis of loss of pain relief was reported. The event was related to the device or therapy and not related to the implant procedure. No product information was available.